Event description:
Information received by medtronic indicated that the customer received a pump error 53 (software error detected). Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind. Advised the customer to do a self-test on the pump and it got passed. It was also reported that the battery failed alarm. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, active current test and self test. No unexpected pump error 53 alarm or failed batt test alarm noted during testing. High sleep current found during testing. Downloaded history files and traces using thump incompletely unable to create the power management graph or verify failed battery test alarm due to incomplete download pump history file/trace. However, pump error 53 alarm found in the pump history file/trace on (B)(6) 2023 at 04:01:39. Pump error 53 alarm due to hardware error (line number 645 file number 39). Pump was cut open to perform visual inspection and found moisture damage on power connector j7 area on the pcba 1 and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing.he following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window. Pump error 53 alarm due to hardware error. High sleep current due to moisture damage electronic assembly on the pcba 1 and corroded battery tube. Failed batt test alarm was not confirmed. Cosmetic damage found on the pump case. Moisture damage found on the power connector j7 area on the pcba 1 and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.